Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose of 400-500 mg/dl due to leaky insulin cartridges. This occurred over the previous 2 weeks. Pt noticed there was insulin in the cartridge compartment of the infusion device after the cartridges were removed. On a few occasions, pt turned the infusion device upside down and insulin poured into her hand. The cartridge plungers were not stuck on the piston rod. Normal blood glucose is 108-110 mg/dl, and pt delivered insulin through the infusion device and by pen to correct hyperglycemia. This did not resolve the concern. The cartridges were not reused. No error messages were received on the infusion device. There were no concerns with the infusion sets. Infusion device was not dropped. Infusion device, cartridges, and adapter were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.